Event description:
A non-healthcare professional reported during an intraocular lens (iol) implant procedure, the trailing haptic adhered to the posterior side of the optic. The surgeon successfully released the haptic from the posterior aspect of the optic using additional instruments, as irrigation alone was insufficient. This added time to the procedure and increased the risk of working on the posterior side of the iol post-implantation. However, there were no negative impacts on patient outcomes, and no defects were found on the optic that could affect post-operative visual results. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and it states that it was identified that the leading haptic was the haptic that was the issue not the trailing haptic i.e., leading haptic sticking to the posterior side of the optic.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11 the product was not returned for analysis. It was reported that haptic was observed to be stuck to the optic after implantation. The root cause of the reported issue is deemed to be related to manufacturing process change that increased the likelihood of company lens haptics adhering to the posterior optic surface following delivery with the company device. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).